Manufacturer narrative:
Due to character restriction in block e1, e1 event site name is (B)(6). E1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) battery doesn't charge. Patient was involved but no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g1(contact person ¿ mfg site), g3, g6, h2 , h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Onsite was unable to verify said issue. Unit was plugged in for several hours and was charging per usual. Checked logs and was unable to verify any unusual failures. Unit left charging over night and returned to customer. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.